Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results are inconclusive due to the limited information provided. However, patient factors might have contributed to the event, including the patient's history of hypertension, dyslipidemia and diabetes. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 (s3) valve in the native aortic position. Approximately 1 month post tavr, the patient presented with a mean gradient of 24mmhg, which suggests a mild degree of functional bioprosthetic aortic valve stenosis. Another 5 years post tavr, the mean aortic gradient measured 42mmhg. Explant of the transcatheter heart valve was performed, and a 25mm konect resilia aortic valved conduit was implanted. According to the provided medical records, the patient was seen in consultation for consideration of surgical aortic valve replacement (savr). The patient had been prescribed eliquis after the mean gradient increased from 24mmhg to 46mmhg per echocardiogram. After the eliquis was administered, the mean gradient decreased down to 25mmhg, however increased to 42mmhg despite anticoagulation. The patient was referred to cardiothoracic surgery for a savr. It was also noted that the patient described having dyspnea on exertion. According to pre-decontamination observations of the returned s3 valve, calcification of the valve leaflets was noted per x-ray.